Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported that pump was exposed to moisture. Troubleshooting was performed and the insulin pump did not return to normal function as home screen did not appear on the display and the customer reported hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. The home screen did not appear on the display and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found three pump error 63 alarm, one (file ID: 2017, line ID: 147) on (B)(6) 2024 at 14:48:55.000, two (file ID: 2017, line ID: 147) on (B)(6) 2024 at 14:49:07.000 and three (file ID: 2017, line ID: 147) unknown, time, date and variable info according to the error log file due to hardware error. Pump was cut open to perform visual inspection and found moisture on the electronic assembly, vibrator, battery tube, motor assembly, force sensor, keypad flex tail and internal battery. No moisture damage on the keypad assembly and motor assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 63 alarm. Pump error 63 alarm found in the error log due to moisture damage on the electronic assembly. Pump expose to moisture damage confirmed. The home screen did not appear on the display due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.